Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently the insulin gauge was inaccurate and displayed 0 units of insulin; however, the customer was able to extract 50 units of insulin from the used cartridge. Reportedly, the customer was not performing the proper air removal technique. Additionally, it was reported that intermittently the customer experienced blood glucose (bg) levels in the 20s mg/dl range. Suspected cause was due to the customer ¿stacking¿ insulin from delivering ¿too many correction boluses¿. Customer required assistance obtaining carbohydrates to address bg. Customer also alleged that the pump was intermittently not ¿delivering the appropriate amounts of insulin¿ which resulted in a bg of 350 mg/dl. The customer declined further troubleshooting with tandem technical support for the reported issues, therefore no additional information could be obtained and customer continued to use the pump for insulin therapy.